Event description:
It was reported that t:slim x2 pump battery would not charge, and charging connection was not recognized despite use of working outlets, tandem charging cables, wall adapters, and alternate charging equipment, although pump did not shut down and remained able to turn on. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode before return, and was informed about reprogramming pump settings and reconnecting continuous glucose monitor to replacement pump, while technical support arranged shipment of replacement pump and requested return of problematic pump using prepaid label within 10 days.